Event description:
The customer reported that during a laparoscopic revision of a gastroscopy, the device was inadvertently applied to a clip in the patient cavity. An alarm was heard right after this occurred and the system stopped working. The surgeon removed the dissector from the trocar and noticed that a piece of the dissector was hanging from the jaws. The dissector was removed and placed on the surgical table. The piece then disengaged. Nothing fell into the patient cavity. Another dissector was installed and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If he sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.